Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information 3/27/2026: no wire remained in the patient. It was only on removal that the fitter noticed that the wire had broken in the catheter. There were no other complications for the patient.

Event description:
It was reported by the customer that during the placement of a PICC, a nurse anesthetist reported to us that ¿it would not advance, so I changed veins, and when I went to cut the PICC, I saw that the metal wire was broken." The IV cannula would not stay in place despite several attempts to insert it, so the nurse had to insert it a second time. Difficulty with insertion, longer procedure time, etc. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken 3cg stylet is confirmed; however, the exact cause is unknown. One photograph of a 3cg stylet was returned for evaluation. An initial visual observation of the photograph showed the device outside of the patient. A complete break was observed at the tip of the stylet. The stylet also appeared to be bent near the break site. No additional details of the damage could be discerned from the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.